Manufacturer narrative:
Continuation of d10:  section d references the main component of the system. Other medical products in use during the event include: product ID: d-evprop34, (lot: 0012443480); product type: 0195-heart valves; non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the transcatheter aortic valve replacement procedure involving the 34 mm evproplus valve, a pre-implant balloon dilation was performed using a 26 mm non-medtronic balloon. The valve was loaded into the delivery catheter system and confirmed via fluoroscopic inspection. During the first deployment attempt, infolding in the valve frame was observed. Despite a second deployment, the infolding remained. A new valve was subsequently loaded and successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received inside a heart valve return kit jar, submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state with the inflow aspect showing a reniform appearance. Due to the dried state of the tissue, all leaflets appeared partially closed with a gap between the free margins. All leaflets were dry with minimal flexibility. Leaflets exhibited severe creases and frame imprints; tissue conditions possibly associated with the valve being in the loaded state for an unknown duration of time. Coagulated blood remnants were observed on commissure 3-1. All commissures appeared intact. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded and the as-received inflow shape resolved; however, the valve appeared to retain a compressed state around the valve skirt. This condition may be associated with the valve being inside the capsule of the delivery system for an unknown duration of time. There was no evidence of bends or kinks on the frame. Due to the return condition of the valve, a deployment simulation could not be performed. Corrected data: e1 - phone number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Eval code method was added. Additional codes. Annex f was updated product analysis: the complaint valve remains implanted within the patient; therefore, analysis on the complaint device will not be possible. However, procedural images including two static images and one media file were submitted to medtronic for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic inspection of the valve load was performed and the overlap appeared to reach between node 3 and node 4 of the valve frame, which is considered a good load. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. It was reported a pre-implant balloon aortic valvuloplasty was performed. The valve was deployed just prior to the point of no recapture and a significant infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Subsequently, in this case, a new valve was used for the implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the transcatheter aortic valve replacement procedure involving the 34 mm evproplus valve, a pre-implant balloon dilation was performed using a 26 mm non-medtronic (vacs) balloon. The valve was loaded into the delivery catheter system and confirmed via fluoroscopic inspection. During the first deployment attempt, infolding in the valve frame was observed. Despite a second deployment, the infolding remained. A new valve was subsequently loaded and successfully implanted. No patient complications have been reported as a result of this event. Additional information was received to report a short procedural delay occurred due to loading of a second system.